Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. They stated the handle of the bravo came apart. The patient was not injured following the procedure.